Event description:
The screw heads popped off as the user was leaning back in the chair, the back gave way and the user fell back and hit his head of the dresser. The user sustained a bump on his head and did not seek medical attention.